Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed a systemic infection with multiple courses of antibiotic treatment. The implantable pulse generator (ipg) and two leads were removed. During the removal of the right ventricular lead by gentle traction a straight line ¿slit¿ type break was noted in the distal portion of the lead body. No further patient complications have been reported as a result ofthis event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. There was no issue identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.